Event description:
It was reported that the bd maxzero microbore extension set had flow issues. The following information was provided by the initial reporter: attempted to infuse IV phenergan via syringe pump tubing. Tubing beeping occluded, source of occlusion checked by three separate rn's, none found. Medication was able to be infused though new tubing set. Safety issue as medication needs run via syringe pump in the pediatric population. Lot - 25095226. Additional information received from the customer: describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. No patient harm resulted.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Additional information: (h) attached medsun. Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.